Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?yes, d9: returned to manufacturer on: 11-oct-2022 h.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and a lot history review was carried out and one related nonconformance was identified. The process was corrected, and sampling was performed as per applicable qc specifications. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported while using bd micro-fine¿+ needle for pen injection 32g x 6mm - thin wall there was a mix of product. There was no report of patient impact. The following information was provided by the initial reporter: this report is about mixed product. One product of "32g4mm" was mixed in a polybag containing 14 products of "mfp32g6mm".

Event description:
It was reported while using bd micro-fine¿+ needle for pen injection 32g x 6mm - thin wall there was a mix of product. There was no report of patient impact. The following information was provided by the initial reporter: this report is about mixed product. One product of "32g4mm" was mixed in a polybag containing 14 products of "mfp32g6mm".

Manufacturer narrative:
E1: initial reporter facility name: independent administrative institution workers health and safety organization osaka rosai hospital h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.